Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported a vertek arm that had a loose screw and will no longer tighten properly. There was no patient present.